Event description:
Sorin group received a complaint reporting that after coming off bypass and turning the pump down, the pump would not start and gave an alarm. The pump was hand cracked to recirculate the blood while a new pump was brought in. There was no pt impact because the pt was not connected to the circuit at the time.

Manufacturer narrative:
Sorin (B)(4) manufactures the s5 mast roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a complaint reporting that, after coming off bypass and turning the pump down, the pump would not start and gave an alarm. The pump was hand cracked to re-circulate the blood while a new pump was brought in. There was no pt impact because the pt was not connected to the circuit at the time. A sorin group (B)(4) field service rep was dispatched to the facility. While on site the field service rep replaced the pumphead on the affected pump, tested the system and found everything to be working properly. Sorin group (B)(4) requested that the entire pump be returned for eval. The pump was sent to sorin group (B)(4) and forwarded to sorin group (B)(4) for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.